Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an advanced evaluation trial patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported by an advanced evaluation patient that they had been having a burning sensation on their back where the lead was placed. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp). It was reported by the health care physician (hcp) that they had no documented complaint of burning to the back where the lead was. There were no further complications reported.